Event description:
Revision due to mal-rotated tibial component.

Event description:
Revision due to mal-rotated tibial component.

Manufacturer narrative:
An event regarding malposition of the tibial baseplate involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation could not be performed as the components were not provided for evaluation. Device history review. There have been no reported discrepancies for the referenced lot. Complaint history review. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.